Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the user was preparing the device before going on a patient with the use of the intellicuff. Before using it, it showed on screen tf8912 with red alarm.